Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the sheath was inserted into the patient¿s body, air was continuously introduced from the side port of the sheath during aspiration. It was suspected that air was aspirated from the dilator inner lumen, the guidewire was removed, and insertion of dilator wire was pushed. However, when aspiration was performed again, the air was still introduced continually. The sheath was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 48979 was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Deflection worked as per specification. Multiple aspirations / injections were performed, and it revealed the breach on the shaft beside the pull wire entrance point in the handle. The reported air ingress was not confirmed through testing. If information is provided in the future, a supplemental report will be issued.